Event description:
Review of surgical database shows an x-ray with broken im nail, however, the surgeon did not comment on the case. Further review of the pts x-rays shows that an exchange nail was implanted. It appears that the non-union allowed too much stress to be focused onto the im nail, which resulted in a fatigue failure. No indication of product defect.